Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient representative reported left side emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, inflammation, physical pain and suffering from explantation. Device has been explanted.